Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour® next meter. He stated that the date and time on the meter were incorrect, which was corrected on (B)(6) 2025. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not retuned the device for evaluation. Therefore, the device history record was reviewed for the suspected contour® next meter, serial # (B)(6) and no manufacturing anomalies were found.